Manufacturer narrative:
Concomitant medical products: product ID: 9735821r. A medtronic representative went to the site to perform a system checkout. The system passed checkout and no issues were found. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2021 salesforce 00722486 (rep): medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the camera had a red line on it and was not connecting. Rebooting and exiting the procedure was attempted with no resolution. The manufacturer representative then checked the ndi tool box and saw the system is going to need a new camera. There was no patient involvement. Additional information was provided stating that no units at this site are reporting errors with the localizer. The manufacturer representative was unable to find any errors.